Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with redness, blisters and tenderness over the implant site approximately five weeks post implant of an implantable pulse generator (ipg) system with an absorbable envelope. There was a small amount of subcutaneous stranding adjacent to the pacer pocket. The patient developed a pocket infection. The pocket was drained and antibiotics were administered. Cultures were taken and tested negative. The ipg stem was removed and replaced with a temporary pacer. The temporary pacer replaced with a new ipg system six days later. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.